Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. The tip, balloon, markerbands were microscopically inspected. Functional testing was done by attaching an inflation device filled with water to the hub of the sterling balloon catheter. When pressure was applied, a pinhole was found in the balloon material, at the distal edge of the distal markerband. Inspection found the rest of the device free of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery (lad). A 1.2mm x 12mm threader balloon catheter was advanced for dilatation however upon inflation at 5 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.